Event description:
It was reported that while on holiday in australia, the patient was hospitalized for diabetic ketoacidosis (dka) on (B)(6) 2025, after experiencing a pod malfunction. According to the patient's legal guardian, the patient¿s blood glucose reached 31 mmol/l (558 mg/dl) with ketones measuring 4.6 mmol/l. Symptoms included vomiting, and nausea. The patient was admitted to cairns hospital in cairns north, queensland, and was treated with intravenous insulin, glucose, and potassium. The patient remained hospitalized for two days, from (B)(6) 2025. The patient's legal guardian reported that the pod¿s cannula was visible upon removal and appeared slightly bent, though not enough to completely stop insulin delivery. No alarms or error messages were reported during wear. The patient did not use the pod during hospitalization and was managed using alternative insulin therapy. The pod worn during the event was removed and retained.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.